Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer remotely confirmed that customer resolved the pocket issue, which had been snapped open and caused the entire drawer to become inaccessible, noted that higher-level permissions were required to complete the recovery and replacement, tested the drawer in the application and verified that it was functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and failed to close. Customer confirmed that a small black piece coming out from inside the drawer, determined that the piece was likely part of the locking mechanism, which may have contributed to the failure. The customer attempted to reposition the piece; however, the drawer did not close properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.